Event description:
It was reported by service report that nurse call was not function. There was patient involvement, however no adverse consequences were reported.

Manufacturer narrative:
Result - damaged nurse call communication cord.